Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting, fse found that the system wouldn¿t power up. To resolve this issue, fse replaced driver unit. The system was returned to use in good working order. The codes were updated based on the investigation outcome.